Event description:
In the operating room performing an open reduction internal fixation (orif) of the patient's pelvis. While using the stryker drill bit, the provider was pre-drilling into the patient's pelvis to ready it for locking screws, when the tip of the drill bit broke off into the patient's pelvis. Approximately 1 inch of the drill bit broke off into the patient's pelvis and was unable to be retrieved.